Event description:
Eclipse homepump (model #e102000, lot #0202922402) containing ertapenem 1 gram in 0.9% sodium chloride 100 ml, tubing broke. Pt hooked himself up to the ed, unclamped it, and then fluid started coming out of the tubing at the filter. Pt immediately removed it from his PICC. At that point the tubing fell off the filter end. Upon examination, it looks like the tubing snapped. There is a little bit of tubing remaining in the filter housing.